Manufacturer narrative:
Two inserter devices were returned for evaluation. The anchors and sutures were not returned for analysis. The devices were visually evaluated and confirmed to be bent. The devices were functionally tested and failed to actuate. Per IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further action is required. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, using fast-fix 360 reversed curve ndl deli, t2 implant was not deployed while the deployment knob was depressed. Both implants were removed from the body. The procedure was completed with a back-up device. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.